Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with erosion at the cuff through urethra. The cuff was explanted, and it will be replaced when the urethra to heals, the balloon and the pump remain implanted. There were no additional patient complications reported.